Event description:
It was reported that, "the medial side of the tibia collapsed so the surgeon revised."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.